Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak; however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in on the side wall and in the proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a supraventricular tachycardia procedure, a blood leak was noted. Another sheath was used to continue the procedure with no consequences to the patient.